Manufacturer narrative:
Medwatch sent to the FDA. A review of the device labeling notes the following: the current orbera365® intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "unsatisfactory weight loss" and "other - migration" as follows: precautions: the physiological response of the patient to the presence of orbera365¿ may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications of the use of orbera365¿ include: insufficient or no weight loss. Warnings: patients reporting loss of satiety, increased hunger and/or weight gain should be examined endoscopically as this may be indicative of a balloon deflation. Warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) may be higher when balloons are left in place longer than 12 months or used at larger volumes (greater than 700 cc). The physiological response of the patient to the presence of the orbera365¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera365¿ system include: balloon deflation and subsequent replacement. The labeling is adequate as it addresses the reported complaint. The occurrence of this reported complaint for this product will be reviewed as appropriate in the complaints analysis meeting (cam).

Event description:
Patient presented malaise and regained weight. Balloon deflated and migrated.